Event description:
Edwards received notification from our affiliate in germany. As reported, this was a valve-in-valve case of a 23mm sapien 3 ultra valve, in aortic position by transfemoral approach, in to a 26mm sapien valve due to high grade symptomatic stenosis. During procedure, the balloon bursts just before complete deployment. The valve was successfully deployed. The annulus and leaflets were heavy calcified. During withdrawal of the system, balloon catheter could not be pulled completely into the sheath and tore off in 2 pieces. Since the inner copper wire was broken, the tore piece was pulled into the e-sheath and then removed in one piece. There was no patient injury and the patient is doing well.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be completed upon completion.

Manufacturer narrative:
The device was returned for evaluation and an engineering evaluation was performed. The returned edwards commander delivery system was visually inspected, and the following was observed: the commander delivery system was received with 14f esheath and loader cap assembly. The balloon guidewire lumen was detached from delivery system. The delivery system was returned halfway between locked and open position. Fine adjustment, 25% used. Flex indicator was in straight position. A balloon radial tear burst at the proximal shoulder of the balloon inflation area. The balloon distal part was upside down towards the nose tip. There was missing balloon material. The balloon wing was flared out. The inflation balloon single wall thickness was measured along the edges of the burst location. All measurements taken of the balloon single wall thickness met the specification. The device history record (DHR) review did not reveal any manufacturing nonconformance issues that would have contributed to the event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The complaints of balloon burst, distal tip separation, and withdrawal difficulty were confirmed by visual inspection of the returned device and evaluation of the imagery provided. However, no manufacturing non-conformance was identified during the evaluation. No visual abnormalities were observed on the returned sample. An existing internal edwards technical summary has been documented for root cause analysis on balloon bursts in a calcified landing zone. The technical summary provides a rationale as to why it is unlikely that a product defect or manufacturing non-conformance contributed to this type of event, including factors on why deployment of balloons on thv delivery systems are subject to increased risk of burst in a calcified landing zone. As reported, there was heavy calcification in the annulus/leaflets. The presence of calcification can create a challenging anatomy for balloon inflation. While the balloons are sufficiently designed and tested for rated burst pressures well above their inflation pressure, calcified nodules can compromise the structure of the balloon wall via following mechanisms such as puncture, local overstretching, open cell impingement, or stress concentration. As the balloon was burst, the altered balloon profile can be more susceptible to catch on the distal end of sheath tip which would have then led to the experienced retrieval difficulty. As a result, additional pull force/excessive device manipulation could have been applied to overcome the withdrawal difficulty which then led to the reported separation. In addition, the technical summary outlines the extensive manufacturing mitigations in place to prevent this type of malfunction (visual and dimensional inspections, leak testing, and functional balloon burst testing that occurs with every manufactured lot). These inspections and testing further support that it is unlikely that a defect present in manufacturing contributed to the complaint. The technical summary also outlines the instructions for valve deployment. It should be noted that these mitigations are still in place. Review of available information suggests that patient factors (calcification) contributed to the balloon burst while procedural factors (withdrawal of burst balloon, excessive manipulation) contributed to the withdrawal difficulty and separation. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. This is one of three manufacturer reports being submitted for this case. Please reference related manufacturer report no: MFR 2015691-2022-04406 and MFR 2015691-2022-04407.